Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication procedure. It was reported that the knot did not form properly. Another device was used to complete the case. There was no consquence to patient.